Event description:
Additional information was received that the surgical procedure was completed successfully.

Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. The device was discarded therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5, d9, e1, e2, e3, h3, and h6 per the field service representative (fsr), the latch was discarded and would not be returned.

Event description:
Additional information was received that the reported issue occurred during a non clinical activity as it was found during annual inspection. There was no patient involvement.

Event description:
It was reported that the ultrasonic air sensor (uas) latch was broken. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the uas latch was repaired by the user facility's biomedical engineer.